Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted approximately three (3) years ago. It was reported the patient experienced a cerebral vascular accident. Computed tomography (CT) imaging revealed a device related thrombus (drt) on the closure device.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.